Event description:
It was reported that during a liver resection procedure, the battery quit working half way through. The stapler was ripped off of the liver. There were no patient consequences. Case completed with a harmonic device. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was the cutline and staple line equal in length? Not sure because I wasn't present. Was the device ripped off the liver due to the device not opening? Yes. What color cartridges were being used with the devices? White. Was buttressing material being used for both devices? No.